Manufacturer narrative:
The patient was 55 years old at the time of device implantation. Date of event was approximated to (B)(6) 2014, implanted date, as no event date was reported. This event was reported by the patient's legal representation. The implant surgeon is: (B)(6). (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage fit system device was implanted into the patient during a procedure performed on (B)(6) 2014. As reported by the patient's attorney, the patient experienced an unknown injury. This complaint has been created to capture the request of the claimant regarding the information of the device implanted into the patient.